Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 48 mg/dl. Customer stated that she has the new pump. Customer stated that she had a motor error alarm earlier but was not able to troubleshoot. Troubleshooting was performed and the pump passed the displacement test and self test. Customer was advised to do a complete set change. Customer was advised that the alarm may have been related to a site issue.